Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008: patient presented with following pre-op diagnoses: pseudoarthrosis at c3-4. Loosening of screws. Status post spinal surgery x2, the first time on (B)(6) 2006 consisting of anterior cervical disk excisions, removal of herniated disks and osteophytes at 4 cervical spinal levels (c3, c4, c5, and c6) with cages, with metal plate, and with screws for internal fixation. The second and last procedure was done on (B)(6) 2007 that consisted of posterior cervical laminectomy, decompression of the cervical spinal canal, and internal fixation with lateral mass screw instrumentation and with rodding at c5 and at c6, and bilateral arthrodesis with bone graft and with bone graft, and with bone autograft and bone allograft. For which, patient underwent following procedures: placement of tongs and cervical traction. The tongs were gardner-wells tongs. Anterior exploration of fusion within plate at c3, c4, c5, c6, and c7, and screws. The plate, and the screws were variable, self-tapping screws. Lysis of adhesions and removal of scar. Cutting of the plate in a cephalad location and removal of plate located on top of the vertebral bodies of c3 and c4 after previously removing the 2 locking screws, the 2 gold rings, and the 4 screws, three of them being 40 x 16 mm in size and one of them being 40 x 14 mm in size, the four of them being variable screws. Removal of previous cage that was loose and partial vertebrectomy of c4. "Or microscope and decompression of the spinal canal. Anterior interbody cage fusion (refusion) with a new 12-mm high cage containing half of a wet pad containing recombinant human bone morphogenetic protein (rhbmp2). Internal fixation (refixation) using a new plate (30 mm in length affixed with four 17-mm long x 4 5-mm wide screws the ones cephalad at c3 being variable screws and the one caudal at c4 being fixed-angle screws) the cage was 14x11x12 mm in size. Placement of a jackson-pratt drain (10-mm width) after providing hemostasis and checking all of the above with c-arm fluoroscopy. Per notes, the first surgical procedure was done in (B)(6) 2006 and consisted of an anterior approach. The patient did well, but, because of persistent stenosis, he had a completion of a circumferential, 360-degree fusion. Second procedure was done on (B)(6) 2007. The loosening of the screws is suspected because of the presence of subtle radiolucency around the screws at c3 with no backing of the screws. Per op notes, surgeon used a cage from that was filled with half of a sponge and/or a piece of material impregnated with rhbmp2 (bone morphogenetic protein). Then, the cage was impacted into the intervertebral disk space in the usual manner. It was noted that the cage was firmly placed without being able to pull it out. C-arm fluoroscopy confirmed the presence of the cage, 14 x 11 x 12 mm in size, the 30-mm plate, and the 4 variable-angle and fixed-angle 17-mm x 45-mm screws, all in perfect placement. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.